Event description:
Customer reported that their pump's battery life was not as good as it used to be, requiring charging more often, at least every other day. Additionally, customer experienced issues with the bluetooth connection between pump and phone as it constantly went in and out. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information was obtained regarding the outcome of the event.